Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not fit the usb cable into the pump. It was confirmed that another usb cable was able to be inserted into the pump and was able to charge successfully. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.